Manufacturer narrative:
1. The customer only provided photos of abnormal products, and no physical items were returned. Observe the photos returned by the customer: the prn stopper has partially come off. Review batch record information, 1) the complaint lot#5107548 was produced in the prn automation assembly line, the production date is 2025-05, and the m860 packaging machine was packaged in 2025-05, and the batch of products totaled (B)(4). 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performance the heparin cap tensile test (the separation force between the stopper and the base) on the retained sample products of the same batch. The test results were qualified. 4. Root cause: due to no defect sample and no defect picture was returned, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter leaked during the night shift handover on (B)(6) 2025, the nurse discovered that the heparin cap component of the indwelling needle in use at bed 15 had separated and fallen off. This caused leakage of the pca medication, rendering the indwelling needle contaminated and unusable, necessitating its replacement. The patient is a child with down syndrome who has poor cooperation, making the replacement of the indwelling needle difficult. The family expressed dissatisfaction, and the procedure also increased the child's distress.